Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The unit was unable to perform all functional testing including the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify battery out limit alarm and missing segment/partial display due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The unit was received with cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she changed the battery in her insulin pump and a blank display anomaly followed. The patient's blood glucose at the time of incident was 149 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline (B)(6) battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new (B)(6) alkaline battery was inserted again and the display returned. A self test was performed and the device passed. However, the display had white lines running across the display; the lines were faint and they were not visible from certain angles. The insulin pump was returned for analysis and a replacement device was shipped to the customer.